Manufacturer narrative:
E1 - initial reporter phone has an extension number (B)(6). A picture showing a biohazard bag with a red note on it was returned. Received one used list #142540489 primary plum set. As received a small cut was observed on the outgoing tubing of the cassette. The deformation on the tube was observed to have smooth straight edges. The manufacturing process was reviewed and there are no sharp objects or instruments on the manufacturing floor capable of the observed damage as a preventative measure. The complaint of a small cut in the line below the filter and saline squirted out can be confirmed. The probable cause of the observed cut is unknown; however, it would have occurred outside of ICU medical control. The lot history was reviewed and no nonconformities were identified that may have contributed tot he reported complaint.

Event description:
The event occurred on an unknown date involving a primary plum set, clave secondary port, 2 clave y-sites, 0.2 micron filter, secure lock, 112 inch. It was stated that lot number seemed to have a small cut in the line below the filter and saline squirted out when staff primed the product.